Event description:
The customer contacted stryker to report that their device did not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.